Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The plug assembly was inspected, a crack in the sensor neck was observed, which is indicative of an insertion failure. Sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. Section d3 (email) and section g1 were updated to reflect current contact information. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message from the adc freestyle libre sensor on the same day of application. As a result, the customer was unable to obtain readings, experienced symptom of sweating and was unable to self-treat. Paramedics were called and upon their arrival, administered jam and fruit juice to the customer and took him to the emergency room. Customer had contact with a healthcare provider who performed a blood analysis and checked his blood pressure. No additional diabetes-related treatment was rendered. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message from the adc freestyle libre sensor on the same day of application. As a result, the customer was unable to obtain readings, experienced symptom of sweating and was unable to self-treat. Paramedics were called and upon their arrival, administered jam and fruit juice to the customer and took him to the emergency room. Customer had contact with a healthcare provider who performed a blood analysis and checked his blood pressure. No additional diabetes-related treatment was rendered. There was no report of death or permanent injury associated with this event.